Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for 9 days due to a punctured lung that was confirmed with chest x-ray. Prior to this, the patient experienced wheezing and shortness of breath, and hypoxia requiring oxygen. These were treated for chronic obstructive pulmonary disease (copd) exacerbation with nebulizer and steroids. A chest tube was placed and the pneumothorax was resolved. The crtd remains in service. No additional adverse patient effects were reported.